Manufacturer narrative:
E1 - initial reporter first name: (B)(6). Device evaluated by MFR.: a promus elite ous mr 20 x 4.00mm stent delivery system was returned for analysis without a stent attached. This device was returned with no stent attached. There was no stent on the balloon body. The balloon was reviewed and appeared deflated. The balloon has signs of positive pressure applied with folds relaxed. A visual examination of the bumper tip identified damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 15x4mm, concentric, de novo target lesion was located in the non-tortuous and moderately calcified left main coronary artery. After a non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion and parked in the distal left anterior descending artery, predilatation was performed with a 12x2mm maverick balloon catheter resulting to 40% residual stenosis. A 20 x 4.00mm promus elite drug-eluting stent was advanced but resistance was felt. The device was removed and the stent strut was found to be lifted. The procedure was completed with a 4x18 non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 15x4mm, concentric, de novo target lesion was located in the non-tortuous and moderately calcified left main coronary artery. After a non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion and parked in the distal left anterior descending artery, predilatation was performed with a 12x2mm maverick balloon catheter resulting to 40% residual stenosis. A 20 x 4.00mm promus elite drug-eluting stent was advanced but resistance was felt. The device was removed and the stent strut was found to be lifted. The procedure was completed with a 4x18 non-bsc stent. No patient complications were reported and the patient's status was stable.